Manufacturer narrative:
After replacing the power pcb assembly, battery power cable assembly, battery pins and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control determined that the likely cause of the reported issue was fretting corrosion on the pcb-mounted jack connector, designator j11, on the power pcb assembly, and the cable-mounted plug connector, designator p11, on the battery power cable assembly, with worn battery pins and batteries beyond their recommended useful life as contributing factors. The fretting corrosion caused an increase in resistance on the connector contacts, which can result in an excessive voltage drop when using a high current function. This triggered the power fail detector circuit on the power pcb assembly, resulting in the reported unexpected losses of power.

Event description:
A customer contacted physio-control to report that when attempting to print the code summary, their device powered itself off seven times. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that when attempting to print the code summary, their device powered itself off seven times. There was no patient use associated with the reported event.